Event description:
Adverse event(s): "no pt impact reported" (no known impact or consequence to pt). Product problem(s): "phaco power was off, footswitch wasn't working" (device operates differently than expected). A customer reported no phacoemulsification power and footswitch would not function. The system was switched out and the case was completed. The system was then rebooted and the phacoemulsification and footswitch began to work. There was no pt harm reported. Additional info was requested.

Manufacturer narrative:
A company service rep examined the sys and was unable to duplicate the reported problem. The system was then tested and met all product specifications. (B)(4).